Manufacturer narrative:
The explanted lal was not kept by the site. Further evaluation of the lens is not possible. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that during the initial implant procedure for a light adjustable lens (lal sn (B)(4), +20.5d) a lens exchange was completed by the surgeon. A new lal was used to replace the initial lal. A capsular bag tear also occurred. Rxsight's first awareness of this event was on 03/09/2023.